Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a burn, blisters, and purulent discharge had occurred from the pods adhesive while wearing the pod between 36 and 48 hours. In addition the patients reported blood glucose level was between 300 mg/dl and 400 mg/dl. Once at the clinic the patient was treated with an antibacterial ointment and gauze. The patient was prescribed insulin pens and received over the counter bacitracin as well. The patient was at the clinic for an hour.